Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt is experiencing a sharp electric pain when the device is shut off especially when they move.  When the device is on it's better, but pt feels like the pain literally takes their breath away.  The device is a spinal cord stimulator they've had it for about 10 years or so.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.